Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 20mm transcatheter valve was implanted inside a disabled 19mm aortic valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve procedure was due to aortic stenosis. The implant duration of the disabled 19mm aortic valve at the time of the valve-in-valve procedure is fourteen (14) years, eight (8) months, two (2) days. Both devices remain implanted. The patient was reported to have remained stable throughout the entire procedure and was transferred to ccu for further care.